Event description:
The customer reported being in the emergency room with high blood glucose of 381mg/dl, and she was treated with an insulin drip. The customer experienced bad headache, blurred vision, trouble speaking, and disoriented. The customer did not have the insulin pump available at time of call. Advised the customer to call back to troubleshoot for high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.